Manufacturer narrative:
(B)(4), product evaluation: based on initial pre-repair temperature testing, temperatures were: nose - 170, middle - 180, rear - 100. Method: test for high temperature conditions. Results: results pending completion of evaluation.

Event description:
It was reported that the device gets hot. There was no reported patient impact.